Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0413 captures the reportable event of the material separation.

Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a bristle disc from the autocap rx was loosened and pushed through the scope into the patient. After stent placement, the bristle disc was retrieved from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4 (lot number and expiration date), and h4 (manufacture date) have been updated. Block h6: imdrf device code a0413 captures the reportable event of the material separation. Block h11: the returned autocap rx was analyzed; the returned device indicated no problems. Visual inspection observed no damages or defects to the autocap assembly. The device was disassembled to inspect the biopsy cap. Upon inspecting the biopsy cap, it was noted that one of the bristle disks is missing. The reported complaint was confirmed. During product analysis, it was noted that one of the seven bristle disks located inside the biopsy cap is missing. A photo provided by the customer demonstrated the missing bristle disk. The bristle disks are located inside the biopsy cap and are stacked in place between the foam insert and the shutter helix. It is likely that during the procedure interactions with the scope and accessories passing through the device, the stacked bristle disks escaped the shutter helix and bottom plug. Therefore, based on all gathered information, the probable cause of the reported event was determined to be adverse event related to procedure, which indicates that factors of the procedure, including passage of accessories through the autocap device during normal use, caused or contributed to the reported event.

Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a bristle disc from the autocap rx was loosened and pushed through the scope into the patient. After stent placement, the bristle disc was retrieved from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.